Event description:
It was reported that during a transanal endoscopic microsurgery, there was an error 5 instrument error, and the active blade was broken off. The dr retrieved the broken tip of the blade. The dr used electrocautery to complete the case with no pt consequence.